Event description:
A surgeon reported that a posterior capsule tear occurred during the polishing mode. The customer suspects there was a bur on the port of the irrigation/aspiration tip. This component is labeled for single use, however, this was the second use of the tip. Pt status is unk. Additional information has been requested.

Manufacturer narrative:
A company rep examined the irrigation/aspiration tip and noted that there were not any burs on the port. The tip is being returned for further in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).